Manufacturer narrative:
Concomitant medical products: baxter 50ml bag magnesium sulfate 2g in ns, ndc 0338-0049-31, lot p341842, exp 04/17; baxter 250ml bag nacl injection, ndc 0338-0049-02 , lot y013474, exp 09/17, therapy date: (B)(6) 2016. The customer¿s report of backflow from the primary set into the secondary bag was not confirmed, however backflow from the secondary to the primary was confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow into the primary bag indicating a faulty check valve. No fluid from the primary set was observed to flow into the secondary set. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Event description:
The customer reported that a primary infusion of 250ml of ns back flowed into the secondary 50ml bag of magnesium sulfate while connected to a patient. The clinician reported the secondary bag was positioned above the primary bag. There was no patient harm.